Event description:
Customer reported on 19 aug. 2024 from the us that she had a faulty pump that she was trying to get replaced for some time and that due to the lack of replacement, she had developed mastitis. The customer alleged that the pump was causing pain and requested a replacement on (B)(6) 2024. Customer has not answered questions as to whether she was seen by a healthcare professional, however, she requested reimbursment of her 'hospita bill' during her correspondance on the 19th august 2024. The customer did not respond after she had received her replacement breast shields, and therefore did not provide details of her 'hospital bill'. The customer provided a serial number, which demonstrated that the pump that she is referring to is an elvie stride.

Manufacturer narrative:
Chiaro has conducted a literature review ((B)(4)) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer care team have been through toubleshooting with the customer and sent replacement breashields on the 20th august 2024. The customer has not answered any questions relating to the healthcare that she required when referring to her 'hospital bill'. It can therefore not be determined whether the customer has sustained a serious injury. If any additional information is found to support the investigation, a follow up report will be sent.